Event description:
The clinical manager reported that a line separation occurred on 8/14/99. The pt's dialysis treatment was initiated at 7:15 am. At this time, the nurse states she secured the luer lock connection between the bloodlines and the pt's ash split catheter. At 8:00 am, the venous bloodline separated from the catheter at the luer lock connection, resulting in blood loss. The arterial and venous lines were clamped and the blood pump turned off. The pt was infused with normal saline, vital signs were taken and the pt was sent via ambulance to the ER. The bloodline was checked for cracks or damage and none were noted. It was estimated that the pt lost 300cc's of blood. The pt was assessed in the emergency room and released.